Event description:
This procedure was performed in the (B)(6). The procedure was a biliary case for palliative treatment so as to get the patient home. The evercross balloon was used to dilate a biliary wall stent. However the balloon burst and broke off, subsequently becoming stuck inside the patient. The physician felt it was not going to cause any further harm and decided to leave the remainder of balloon inside the patient. Sample being returned.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting

Event description:
Evaluation summary: the balloon material exhibited a circumferential tear approximately at the proximal crest of the balloon chamber. The inner shaft was fractured proximal to the proximal marker band as indicated by the lack of a marker band or marker band witness mark. The product received exhibited a circumferential tear in the balloon and an inner shaft fracture.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.